Event description:
It was reported to boston scientific corporation in 2009, that a resolution clip device was used during a clipping procedure. According to the complainant, during the procedure, they were unable to extend the clip. The device was removed from the patient and the clip detached. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.